Event description:
It was reported to boston scientific corp, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used to dilate a postoperative stomal stricture. Pt's age and weight were not provided. According to the complainant, during the procedure, the cre balloon was inflated for use. When the pressure inside the balloon reached 8 atms, the balloon suddenly ruptured, producing an audible noise. The dilatation procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There has been no report of complications or injury due to this event. Post procedure, the pt was reported to be fine.

Manufacturer narrative:
A c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was returned for eval. Visual inspection revealed the stopcock was not returned with the device. The protective sleeve was missing and the balloon profile appeared relaxed. An attempt was made to inflate the balloon at three specific pressures, 3, 4.5, and 8 atms. Investigation revealed a longitudinal tear in the balloon and therefore balloon inflation was not possible. Device history record review was performed for lot 12275054. Results of this review revealed the device met all material, assembly, and performance specifications. The lot history review found no similar complaints. The most probable root cause is operational context. Balloon burst/rupture failure occurs due to contact with a sharp exterior source, such as a calcified lesion, surgical staples or sutures, or as a result of damage to the balloon during insertion through the scope. (B)(4).